Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the main body and the twist sleeve of the twist clamp. The cause of the separation was due to broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is if the device was exposed to chemical agents such as solvents, dyes, or cleaning agents, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a peritoneal dialysis (pd) transfer set. This issue was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.